Event description:
It was reported that the patient reported no stimulation sensation since 6:15 am 2011-(B)(6). The patient was subsequently seen by the manufacturer's representative and it was determined that the system needed to be replaced. The lead on the left side was lateral the rib coverage and the right side of the lead got no stimulation. Troubleshooting included impedance checks and programming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 7435, serial # (B)(4), implanted: na, explanted: na, lead model 3998, lot # j0519435v, implanted: 2005-(B)(6), explanted: unknown, extension model 7489, serial # (B)(4), implanted: 2005-(B)(6), explanted: unknown, extension model 7489, serial # (B)(4), implanted: 2005-(B)(6), explanted: unknown.

Manufacturer narrative:
Final analysis for neurostimulator (B)(4) revealed no significant anomaly. The device was functionally okay. Final analysis for lead lot j0519435v revealed that the body of the conductor was broken at the silicone anchor site and was also corroded. Final analysis for extension (B)(4) revealed no anomalies. Final analysis for extension (B)(4) revealed no anomalies. Final analysis for the anchor revealed no significant anomaly. The anchor had been cut. Final analysis for the second anchor revealed no significant anomaly. The anchor had been cut. (B)(4).